Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the interconnect flex was out of specification (intermittent operation). Analysis found the lower case was broken and contaminated. Upper case, battery drawer, battery latch o-ring, battery latch, and the battery drawer o-ring were found contaminated. (B)(4).